Event description:
A caller reported experiencing a cartridge alarm 20 during the load process of their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support (cts) confirmed consecutive cartridge alarms and decided to replace the pump. The customer, whose pump was still under warranty, was advised that they would receive a replacement pump with updated software. The customer was instructed to use a multiple daily injections (mdi) therapy as a backup to ensure continuous insulin delivery. Cts provided the shipping instructions for returning the problematic pump and ensuring it was placed in storage mode. The customer understood all instructions and acknowledged the need to connect their cgm and program settings into the new pump. A replacement pump was sent by cts.